Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 he began to feel cold and "like (he) was going to pass out". Customer tested his glucose using his adc blood glucose meter and received a reading of 114 mg/dl at 9:11 pm, which he believed was a "good reading" for him. He continued to feel unwell so he self-presented to a local healthcare facility where a reading of 68 mg/dl was received on a hospital device at "around 11:30 pm". Customer was diagnosed with hypoglycemia and treated with unspecified "fluids" and food, in addition to having his "blood checked". There was no report of death or permanent injury associated with this event.